Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was down and offline. A field service engineer (fse) diagnosed the system for a power issue and found that the drawer controller in auxiliary drawer 7.2 was shorted. Further, the fse replaced drawer controller board and pyxis module controller board and verified proper operation in diagnostics and application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station was in offline. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.